Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not been recovered from the field.   Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. There is no indication that the device caused or contributed to the patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly in the hospital ICU prior to passing. The patient was being monitored by telemetry. It was reported that the patient's death was not cardiac related and that they passed away due to septic shock. However bystander CPR interference prevented the lifevest from treating the patient. At 13:07:18 the device detected asystole. The ECG shows an idioventricular rhythm from 60 bpm to 90 bpm with motion artifact which degraded to fine ventricular fibrillation (vf). At 13:09:51, the device detected an arrythmia when the patient's ECG shows fine vf with CPR/motion artifact. The device was shut down at 13:10:23 on 2/22/2020. The device properly detected vf. However, CPR/motion artifact prevented the lifevest from treating the patient.